Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the patient was driving in her car and hit a bump and it jarred her. Shortly after she began to experience shocking and stimulation in her pubic area that wasn't comfortable to her. Relevant medical history includes lumbar radiculopathy and spinal pain. The rep. Performed an impedance check on the leads with the results being negative for defects in the leads. The patient's pulse width was reprogrammed to their comfort which resolved the issue.